Event description:
During laparoscopic cholecystectomy, the jaw from maryland dissector broke intra-abdominally. Surgical intervention required to open abdomen to remove foreign body piece. This jaw insert is for modular reusable instrument.